Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported concurrent flow. The primary tubing set was being used to deliver an unspecified volume of normal saline, at a rate of 23 ml/hr, via symbiq pump. At approximately 1800, a secondary tubing set was connected to the clave secondary port on the cassette of the primary tubing set and was being used to deliver an unspecified concentration of potassium phosphate, at a rate of 23 ml/hr. The primary solution container was hung lower than the secondary solution container. The customer contact reported that four hours after the infusion was started, the nurse reported that approximately a third of the volume was still in the secondary solution container. At this time, the customer contact reported that solution was dripping from both the primary solution container and the secondary solution container. The tubing sets were replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional info was provided.